Manufacturer narrative:
(B)(4). Results: feed connector weld the analysis results of the el5ml device found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure but before device was used on patient, the clip was stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.